Event description:
On (B)(4) 2013 it was reported that the vns patient has a first degree av block. No further information was provided. Good faith attempts for further information from the physician were made but no additional information was received.